Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: the graduation marks on the syringe have faded/erased. This occurred when the releaser used a 70% alcohol wipe to remove our in-house identification process for different batches. This is routine practice and it was the only syringe found to have this issue. Was there any harm to the patient/caregiver? Please explain detail. No harm to patient/caregiver as the defect was found during the manufacturing release stage. Can you please provide an exact date of event in format dd-mmm-yyyy? For scale marking issue: 30-dec-2024.

Manufacturer narrative:
Photo and samples received by our quality team for investigation. Through visual inspection, the image shows a syringe with missing markings on the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Six retained samples from the same lot were evaluated, no defects or issues observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated with a misalignment of the pads in marking process. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information